Manufacturer narrative:
The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device sn, review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A ds2adv auto CPAP device was returned to manufacturer service center. During the evaluation of the device pil was able to confirm the complaint. An unknown contaminant, possibly a bio contaminant, was observed on the water tank. Moreover, there was dust contamination and liquid spots with potential mineral deposits on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, heater plate spring and bottom enclosure. Additionally, burn marks likely due to thermal event of the pca appeared on ui display bezel and ui ribbon cable. In addition, the q3 component of the pca was observed to have thermal damage, along with areas of corrosion to the pca, both likely due to liquid ingress to the pca. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event.